Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed and no root cause established. The relationship between the coopervision device and the incident is unconfirmed. The patient was using different lot numbers of the same device in each eye (biofinity sphere). It is unknown if both eyes were affected. As such, a secondary report has been submitted for the other device lot. See manufacturer reference 9614392-2020-000010. No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. During the course of the investigation, lot numbers were identified based on the prescribing eye care providers order history with the manufacturer. Further investigation took place, including review of the lot history. Based on the lot number identified, the initial report (9614392-2020-00009) incorrectly reported the manufacturing site as coopervision manufacturing, ltd. With FDA site registration number (B)(4), however, the lot number identified was manufactured at coopervision manufacturing (B)(4), llc with FDA site registration number (B)(4). [(B)(4)].

Event description:
The eye care practitioner states that the patient has been treated for acanthamoeba keratitis. It is believed that the patient contracted it during lens wear, but the practitioner feels that the lens was not responsible. The reporting practitioner is not the treating practitioner and states he does not want to be involved but wanted to report the incident to the manufacturer. Good faith efforts have been made to obtain further information on the event and contact information for the treating practitioner without success, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.